Event description:
Guide wire broke into two pieces during catheter insertions. Entire catheter was removed and line inserted with new kit in a different site. Pressure was held for 30 mins and then pressure dressing applied (sand bag placed on site).